Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the patient is stable. The following information was requested, but unavailable: what kind of procedure? On what tissue type was the device used? What was the quality of the tissue? Was the device fired over thick tissue? Did the surgeon wait the recommended 15 seconds after closing and before firing the device? How was the anastomotic leak detected and how was it managed? Is there any other additional information you would like to share about this device, procedure, patient or physician?

Event description:
It was reported that after an unknown procedure, the surgeon has used the circular stapler and followed correct procedure in using the device. He has checked for air leaks etc. After firing and all has been fine, however the patient has had an anastomotic leak on day two after surgery. It was reported that the patient was stable immediately after the event. The product was disposed of as no issues at the time. One device was discarded.